Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer loaded a new cartridge to resolve the issues. There was no reported adverse impact to customer's blood glucose level.